Event description:
A healthcare professional reported that a sensor filament remained in skin, after removal of the adc device. The customer had pain at sensor site, and went to healthcare provider. A surgeon incised the site and confirmed that a part of the filament had remained in arm. The filament was removed, customer provided antibiotics, and instructed for follow up. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that a sensor filament remained in skin, after removal of the adc device. The customer had pain at sensor site, and went to healthcare provider. A surgeon incised the site and confirmed that a part of the filament had remained in arm. The filament was removed, customer provided antibiotics, and instructed for follow up. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was fully seated. Severed sensor tail was observed. Inspected the plug assembly. Visual inspection was performed and cracked sensor neck was observed. Applicator has also been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The applicator was opened to inspect the sharp and no issues were observed. Sensor pack has been returned and investigated. Visually inspection has been performed on the sensor pack and no issues were observed. Lid was completely peeled off. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Extended investigation has been performed on the returned puck. The isp (inspect, sample, pack) data was reviewed and identified that the sensor tail was within manufacturing specification. Based on the extended investigation for the reported complaint, there was no evidence that an issue on the manufacturing line contributed to the break in the sensor tail, therefore this complaint is not confirmed.this serves as a correction. The extended investigation on the returned puck in section h10 (additional mfg narrative) has been updated to include a review of the inspect, sample, pack data.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was fully seated. Severed sensor tail was observed. Inspected the plug assembly. Visual inspection was performed and cracked sensor neck was observed. Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The applicator was opened to inspect the sharp and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed on the sensor pack and no issues were observed. Lid was completely peeled off. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Extended investigation has been performed on the returned puck. Severed sensor tail and cracked sensor neck were observed. No other issue were observed. The sensor was successfully activated and was able to be used showing that the severed sensor tail could not have sustained the severed tail prior to this point. It is determined that there was no indication that the product did not meet specification. There was no indication of a product malfunction prior to release of the unit. Linearity testing was performed and all the results were within specification. Visual inspection of the internal components of the puck was done and no other damage was observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that a sensor filament remained in skin, after removal of the adc device. The customer had pain at sensor site, and went to healthcare provider. A surgeon incised the site and confirmed that a part of the filament had remained in arm. The filament was removed, customer provided antibiotics, and instructed for follow up. There was no report of death or permanent injury associated with this event.